Manufacturer narrative:
The subject device is not available for evaluation, as it was discarded by the hospital staff. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. In rare occasions, during the initial implant procedure, a suture or sutures may tear through the annulus requiring valve exchange or repair with standard surgical techniques and does not lead to serious injury or death. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. The use of pledgeted sutures during aortic valve replacement was thought to decrease the incidence of pvl. However, recent studies have concluded that non-pledgeted suture techniques offer an equivalent alternative to the traditional use of pledgets during aortic valve replacement, with no increase in pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. The annulus is not a static structure and has dynamic characteristics which have been shown to play a critical role in valve function and efficiency. The mitral valve annulus is known to have a twisting motion due to anatomic distribution of the myocardial muscular fibers which interact and ultimately influence the impact of the mechanical stresses along the annulus. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. A manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is likely that patient related factors and operational context might of contributed to the event. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
It was reported via the implant patient registry that a 3300tfx 23mm bioprosthetic aortic valve, implanted for one (1) year and four (4) months, was removed during a redo aortic valve replacement due dehiscence and perivalvular leak. The explanted device was replaced with a 3300tfx 23mm bioprosthetic valve. Through investigation, it was learned that this (B)(6) year old female patient had echo evidence of a mild paravalvular leak. Subsequently, had a stroke and was treated. Once again presented with worsening and catastrophic heart failure and at this time a very large paravalvular leak was diagnosed. There was no evidence for fever, infection, dental work or anything that would lead to suspicion of endocarditis. Intraoperatively, the aortic valve had pulled away from the annulus beginning at the commissure of the right and left coronary leaflets. The paravalvular leak extended for at least a quarter of the circumference of the bioprosthetic valve. However, this did not appear to be an infectious process. There was no granulation tissue. No evidence of erosion or abscess formation. Cultures were taken of the valve and the annulus at the part of the paravalvular leak. After removal of the valve and debridement, a 23 mm edwards bovine pericardial valve was used to replace the patient. She also received a 30mm cosgrove annuloplasty ring in the mitral valve annulus. The patient tolerated the procedure well and was taken to the intensive care in stable condition. Her recovery has been prolonged and complicated primarily by the development of ams (head CT performed showing ischemic changes (tx for cva at ghs last year) and profound post op debility requiring total assist for aol's, ambulation and also speech therapy for dysphagia that may have existed pre op but certainly was exacerbated post op by fatigue and intubation. She was finally discharged on pod#12.